Event description:
There were no injuries. Injury is possible if the event were to happen again. This event involves a mobile x-ray system with battery assisted motion control. The system was being moved (using motor assist) forward and to the right. When the dead man hand switch was released, the unit should have slowed to a halt within 1.5 seconds. Instead the system speed increased, moving to the right in a circle. The operator had to quickly step out of the way to avoid the unit's motion. The unit stopped on it's own after less than 2 seconds. So instead of decreasing speed after the switch release, the unit increased speed until the brake activated.

Manufacturer narrative:
The root cause of this event is a disconnected wire in the motion control electronics.